Event description:
It was reported that an abrupt increase in pacing lead impedance was observed; the measurements were still within the normal range. Lead will be evaluated during a scheduled device changeout. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.